Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30616786l number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a thoracotomy. When ablation was conducted for roof of the left atrium (la) right pulmonary vein (rpv), blood pressure dropped and the procedure was discontinued. Echocardiography confirmed pericardial effusion. Drainage was performed but did not stop and thoracotomy was performed. The physician commented that excessive ablation and contact was suspected and not product malfunction. Additional information was later received indicating the patient condition was stable. This adverse event was discovered during use of biosense webster products in ablation phase. The physician¿s opinion on the cause of this adverse event is that it was procedure related. Drainage and thoracotomy ware performed as intervention. Patient outcome was reported as improved. Prior to noting the cardiac tamponade ablation had already been performed. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. There is no further information indicating if extended the hospitalization was required.